Manufacturer narrative:
Associated medwatch-reports: 9610612-2020-00442 (B)(4), 9610612-2020-00443 (B)(4), 9610612-2020-00440 (B)(4). Involved components: nj630t - bicontact e plasmapore- cap 8/10 sz.10h - lot 52503915. Investigation results: the devices were not available for investigation. Therefore a root cause analysis is not possible. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot numbers with this error pattern. On the basis of the current information and without devices for investigation, a clear conclusion can not be drawn. The device history records have been checked and no abnormalities could be observed. A CAPA was not initiated.

Manufacturer narrative:
9610612-2020-00442 (400481272 - nt1030r). 9610612-2020-00443 (400481827 - nt1028r). 9610612-2020-00440 (400481828 - nt1029r). Investigation results: visual investigation: the provided devices show no damages or abnormalities. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and the investigation results, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with bicontact e b-osteoprofiler size 8. According to the complaint description the stem could not be inserted during surgery because the stem did not fit in the implant bed. There was no patient harm but possibly a revision surgery will be necessary in the future. Additional information was not provided. This is a similar device report. The affected device was not sold to us. The malfunction is filed under (B)(4) reference (B)(4). Associated medwatch-reports: 9610612-2020-00442 ((B)(4) - nt1030r), 9610612-2020-00440 ((B)(4) - nt1029r). Involved components: nj630t, bicontact e plasmapore, cap 8/10 sz.10h, lot 52503915.